Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was 136 mg/dl. The customer was assisted with troubleshooting. Customer stated that they about to give a bolus and insulin pump had solid white display. The customer stated that the insulin pump screen was not flashing when screen was turned on after being in sleep mode. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments/partial display or perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display.